Event description:
The femostop bulb failed. There was no pressure reading on the screen when inflated. Thus we were unable to tell how much pressure was exerted on the patient and unable to deflate the bulb. Eventually, the screen read "eee". Manual pressure needed to be held to the patient's femoral aretery with sheath pulling.======================manufacturer response for femostop, femostop gold (per site reporter).======================no response yet.